Event description:
Minimed 670g pump locked up and started to peep and vibrate after removing the pump and putting it in suspend mode. The screen went black and there was no response from the keypad. Called medtronic technical support for help. Pump could not be reactivated and was sent back to the MFR and a replacement pump was processed. Daughter had to return to manual syringes. FDA safety report ID# (B)(4).